Event description:
An optometrist reported a case of bilateral light sensitivity, observed at six weeks post lasik treatment. Reporter indicated patient's condition was managed with topical steroid eye drops for a week and received lower lid punctal plugs. Pt noted no changes in vision. Add'l info requested. There are two related reports for this patient. This report addresses the right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).